Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that the battery was overdischarge due to non-compliance this was not the first overdischarge. Patient wanted to have replaced. Contributing factor to the issue is patient compliance. No troubleshooting performed. Rep attended the battery replacement surgery and attempted to read the battery it was not communicating. Battery was replaced. The issue was resolved at this time. Surgical intervention did occur because replaced over discharged battery with new ins. Patient is alive with no injury. Patient previous back surgeries and si fusion with radicular pain. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient recovered without sequela. They noted that the battery depletion was not normal battery depletion. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device evaluated by MFR: analysis of the ins serial# (B)(4). Found that the battery had reduced capacity due to previous overdischarges. Product analysis #702544253:analysis information -- 2018-08-24 11:51:44 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referenced to #0} electrode. After {1} physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {2} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.